Event description:
It was reported that the disposable cassette caused the pump to exhibit a no disposable pump won't run message. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Manufacturer narrative:
Other, other text: b5: customer response received on june 24 and june 29, 2022 - additional information received: patient information (initials, patient sex and dob), and operator of the device (patient). Patient has confirmed that defective product was disposed of and is no longer available for return. The event was reported during the use with the patient. The outcome was: resolved. Further information unknown. D5: correction: operator of the device: patient/consumer

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.